Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device doesn't charge the battery. There was no patient involvement. The fse evaluated the device on site. The fse performed a complete functional check without finding a fault. The device was confirmed to be fully functional. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.